Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. When plugged into a power source to be charged, the gauge displayed 65%. However, shortly after, the gauge displayed 15%. After the battery gauge dropped, the pump would not charge normally as the pump would not recognize the power source. Also, the customer stated that the battery gauge increased to 100% without being plugged into a power source. The customer's blood glucose (bg) level was 259 mg/dl. It was noted that no action was performed to address bg level. It was confirmed that the customer had a backup method of insulin delivery available.